Manufacturer narrative:
Pharmacovigilance comments: the serious, expected events of purulent discharge, implant site infection and implant site mass were considered possibly related to the treatment. Serious criteria include the need for surgical interventions with paracentesis, incision and drainage to prevent permanent damage. The non-serious, expected events of inflammation, pain, erythema, induration and swelling at the implant site and cutaneous contour deformity were considered possibly related to the treatment. Potential contributory factors include bacterial infection and injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case (B)(4) is a spontaneous report received on 26-mar-2018 from a beautician at an aesthetic clinic via a sales representative. The case concerns a (B)(6) female patient. No information about medical history, history of allergies or previous filler treatments. Concomitant treatment included emla [emla]. On (B)(6) 2018, the patient received treatment with 3 ml of restylane lidocaine (lot number 15378, expiry date 31-mar-2020) to the right and left nasolabial furrow, cheek, corners of the mouth and jaw line. The needle type and injection technique were both unknown. On (B)(6) 2018, the patient visited the treating clinic as she felt like the face was asymmetrical(cutaneous contour deformity), and on the cheek side of the nasolabialis there was a red, painful and hard region(implant site erythema)(implant site pain)(implant site induration). The reporter took a photo of her and thought the treatment was successful. The reporter did not consider that it was necessary to send the patient to the doctor. On (B)(6) 2018, the patient underwent ultrasound treatment at the aesthetic clinic and the reporter reported that the patient visited a plastic surgery specialist on (B)(6) 2018. The patient reported to the clinic that she experienced ache and swelling of face(implant site swelling) on an unknown date and had to visit a plastic surgeon (date of visit was not specified by the patient, but it could possibly be on the (B)(6) 2018). On (B)(6) 2018, the patient was examined by the plastic surgeon and the following information was captured from the patient record: at the treatment areas there were large reddish tumours, on the right a slightly yellowish central part(implant site mass). The lesion on the left cheek was at least 3 cm and infection suspected(implant site infection). Paracentesis was performed on the left side and there was a purulent excretion/specimen of pus(purulent discharge). Under local anesthesia [anesthetics, local] wounds were punctured on both sides and enlarged with an instrument. Purulent excretion was then captured. The wounds were bandaged and washed. The patient received a 1x20 blister pack of 750 mg kefexin (cefalexin) [cefalexin monohydrate] film coated tablets, one tablet twice a day for the inflammation in the cheeks. Bacterial cultivation of the specimen was performed. On (B)(6) 2018, the patient revisited the plastic surgeon (no specifics of this visit was reported). On 25-mar-2018, the patient wrote an e-mail to the aesthetic clinic. The patient mentioned that there was such a severe inflammation/inflamed spots(implant site inflammation) that on (B)(6) 2018, the plastic surgeon had to open the inflamed spots and remove the pus caused by the infection and "gel" several times. The specimen was studied and nothing worse was growing, according to her. She was still taking anti-inflammatory analgesics [antiinflammatory agents] and a course of antibiotics. The patient mentioned that the plastic surgeon stated that the ultrasound treatment should under no circumstances have been performed since the situation only got worse after that. At the time of the report the outcome of the adverse events was unknown.

Manufacturer narrative:
Pharmacovigilance comments: the serious, expected events of purulent discharge, implant site infection and implant site mass were considered possibly related to the treatment. Serious criteria include the need for surgical interventions with paracentesis, incision and drainage, antibiotics and hyaluronidase to prevent permanent damage. The non-serious, expected events of inflammation, pain, erythema, induration and swelling at the implant site and cutaneous contour deformity were considered possibly related to the treatment. Potential contributory factors include bacterial infection and injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: there is no increased number of medical complaints detected for this lot number. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma uppsala quality management system. Exemption number: e2015005. (B)(4).

Event description:
Case reference number (B)(4) is a spontaneous report received on 26-mar-2018, with additional information received on 23-apr-2018, from a beautician at an aesthetic clinic via a sales representative. The case concerns a 57 year-old female patient. No information about medical history, history of allergies or previous filler treatments. Concomitant treatment included emla [emla]. On (B)(6) 2018, the patient received treatment with 3ml of restylane lidocaine (lot number 15378, expiry date 31-mar-2020) to the right and left nasolabial furrow, cheek, corners of the mouth and jaw line. The needle type and injection technique were both unknown. On (B)(6) 2018, the patient visited the treating clinic as she felt like the face was asymmetrical(cutaneous contour deformity), and on the cheek side of the nasolabialis there was a red, painful and hard region(implant site erythema)(implant site pain)(implant site induration). The reporter took a photo of her and thought the treatment was successful. The reporter did not consider that it was necessary to send the patient to the doctor. On (B)(6) 2018, the patient underwent ultrasound treatment at the aesthetic clinic and the reporter reported that the patient visited a plastic surgery specialist on (B)(6) 2018. The patient reported to the clinic that she experienced ache and swelling of face(implant site swelling) on an unknown date and had to visit a plastic surgeon (date of visit was not specified by the patient, but it could possibly be on the (B)(6) 2018). On (B)(6) 2018, the patient was examined by the plastic surgeon and the following information was captured from the patient record: at the treatment areas there were large reddish tumours, on the right a slightly yellowish central part(implant site mass). The lesion on the left cheek was at least 3 cm and infection suspected(implant site infection). Paracentesis was performed on the left side and there was a purulent excretion/specimen of pus(purulent discharge). Under local anesthesia [anesthetics, local] wounds were punctured on both sides and enlarged with an instrument. Purulent excretion was then captured. The wounds were bandaged and washed. The patient received a 1x20 blister pack of 750 mg kefexin (cefalexin) [cefalexin monohydrate] film-coated tablets, one tablet twice a day for the inflammation in the cheeks. Bacterial cultivation of the specimen was performed. On (B)(6) 2018, the patient revisited the plastic surgeon (no specifics of this visit was reported). On (B)(6) 2018, the patient wrote an e-mail to the aesthetic clinic. The patient mentioned that there was such a severe inflammation/inflamed spots(implant site inflammation) that on (B)(6) 2018, the plastic surgeon had to open the inflamed spots and remove the pus caused by the infection and "gel" several times. The specimen was studied and nothing worse was growing, according to her. She was still taking anti-inflammatory analgesics [antiinflammatory agents] and a course of antibiotics. The patient mentioned that the plastic surgeon stated that the ultrasound treatment should under no circumstances have been performed since the situation only got worse after that. On 23-apr-2018 follow-up information was received from the reporter which included two additional photos of the patient taken on (B)(6) 2018. On an unknown date, the plastic surgeon prescribed three courses of antibiotics [antibiotics] and removed the pus from the cheeks. Approximately a week before (B)(6) 2018, the patient received corrective treatment with hyaluronidase [hyaluronidase] to remove the product. Outcome at the time of the report: large reddish tumours, on the right a slightly yellowish central part was unknown. Infection suspected was not recovered/not resolved. Purulent excretion/specimen of pus was unknown. Felt like the face was asymmetrical was unknown. A red, (painful) and (hard) region was unknown. A (red), painful and (hard) region was unknown. A (red), (painful) and hard region was unknown. Ache and swelling of face was unknown. Severe inflammation/inflamed spots was unknown.

Event description:
Case reference number (B)(4) is a spontaneous report received on 26-mar-2018 from a beautician at an aesthetic clinic via a sales representative. The case concerns a 57 year-old female patient (patient/subject no. Fi001). No information about medical history, history of allergies or previous filler treatments. Concomitant treatment included emla [emla]. On (B)(6) 2018, the patient received treatment with 3ml of restylane lidocaine (lot number 15378, expiry date 31-mar-2020) to the right and left nasolabial furrow, cheek, corners of the mouth and jaw line. The needle type and injection technique were both unknown. On (B)(6)-2018, the patient visited the treating clinic as she felt like the face was asymmetrical(cutaneous contour deformity), and on the cheek side of the nasolabialis there was a red, painful and hard region(implant site erythema)(implant site pain)(implant site induration). The reporter took a photo of her and thought the treatment was successful. The reporter did not consider that it was necessary to send the patient to the doctor. On (B)(6) 2018, the patient underwent ultrasound treatment at the aesthetic clinic and the reporter reported that the patient visited a plastic surgery specialist on (B)(6) 2018. The patient reported to the clinic that she experienced ache and swelling of face(implant site swelling) on an unknown date and had to visit a plastic surgeon (date of visit was not specified by the patient, but it could possibly be on the (B)(6) 2018). On (B)(6) 2018, the patient was examined by the plastic surgeon and the following information was captured from the patient record: at the treatment areas there were large reddish tumours, on the right a slightly yellowish central part(implant site mass). The lesion on the left cheek was at least 3 cm and infection suspected(implant site infection). Paracentesis was performed on the left side and there was a purulent excretion/specimen of pus(purulent discharge). Under local anesthesia [anesthetics, local] wounds were punctured on both sides and enlarged with an instrument. Purulent excretion was then captured. The wounds were bandaged and washed. The patient received a 1x20 blister pack of 750 mg kefexin (cefalexin) [cefalexin monohydrate] filmcoated tablets, one tablet twice a day for the inflammation in the cheeks. Bacterial cultivation of the specimen was performed. On (B)(6) 2018, the patient revisited the plastic surgeon (no specifics of this visit was reported). On 25-mar-2018, the patient wrote an e-mail to the aesthetic clinic. The patient mentioned that there was such a severe inflammation/inflamed spots(implant site inflammation) that on (B)(6) 2018, the plastic surgeon had to open the inflamed spots and remove the pus caused by the infection and "gel" several times. The specimen was studied and nothing worse was growing, according to her. She was still taking anti-inflammatory analgesics [antiinflammatory agents] and a course of antibiotics. The patient mentioned that the plastic surgeon stated that the ultrasound treatment should under no circumstances have been performed since the situation only got worse after that. On 23-apr-2018 follow-up information was received from the reporter which included two additional photos of the patient taken on (B)(6) 2018. On an unknown date, the plastic surgeon prescribed two to three courses of antibiotics [antibiotics] and removed the pus from the cheeks. On an unknown date, it remained unclear if reporter had made a mistake while injecting or if patient had an allergic reaction. Approximately a week before (B)(6) 2018, the patient received corrective treatment with hyaluronidase [hyaluronidase] to remove the product. On 09-mar-2020, follow up information was received and it was reported that patient received filler treatment approximately 2 years ago with restylane and after few weeks patient got a reaction which reporter called rejection reaction(implant site reaction). Patient developed a pimple-like spot(acne), tried to open or squeeze it first alone and after that physician tried to open it as well. In the end patient had 2 or 3 treatments with antibiotic before the product hardened under her skin and was removed. It was unclear if reporter had made a mistake while injecting or if patient had an allergic reaction. Outcome at the time of the report: large reddish tumours, on the right a slightly yellowish central part was unknown. Infection suspected was not recovered/not resolved. Purulent excretion/specimen of pus was unknown. Felt like the face was asymmetrical was unknown. A red, (painful) and (hard) region was unknown. A (red), painful and (hard) region was unknown. A (red), (painful) and hard region was unknown. Ache and swelling of face was unknown. Severe inflammation/inflamed spots was unknown. Rejection reaction was unknown. Pimple-like spot was unknown. Tracking list: v.0 initial. V.1 fu received on 23-apr-2018 from same reporter: information added to the report include two corrective treatments and two photos of the patient taken on (B)(6) 2018. Updated the outcome of infection from unknown to not recovered/not resolved since the patient received additional antibiotics. It was also mentioned that the plastic surgeon removed pus from the patient's cheeks. V.2 fu received on 09-mar-2020 from same reporter via a local market research (galderma nordic market mapping with local ref. (B)(4)). Events (rejection reaction, acne) were added. Corrective treatment details were updated.

Manufacturer narrative:
Pharmacovigilance comments: the serious, expected events of purulent discharge, implant site infection and implant site mass were considered possibly related to the treatment. Serious criteria include the need for surgical interventions with paracentesis, incision and drainage, antibiotics and hyaluronidase to prevent permanent damage. The non-serious, expected events of inflammation, pain, erythema, induration, unspecified reaction and swelling at the implant site and cutaneous contour deformity, acne were considered possibly related to the treatment. Potential contributory factors include bacterial infection and injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: there is no increased number of medical complaints detected for this lot number. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma uppsala quality management system. Exemption number: e2015005. Galderma laboratories, l.p. (Importer registration number: (B)(4)) is submitting the report on behalf of q-med ab (manufacturer registration number: (B)(4)).